Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed on a stored egm when the asymptomatic patient presented in clinic during follow-up. Programming changes were made.